Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. In this case, it may be possible that inadvertent mishandling upon loading on the guide wire caused or contributed to the premature deployment. It may be possible that the outer member covering the stent was inadvertently grasped while advancing over the guide wire causing the stent to expose. Without having the device to examine, a conclusive cause could not be determined; however, there is no indication to suggest a product quality deficiency. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported.

Event description:
It was reported that upon loading a guide wire on the device, the stent predeployed and the device was not used on the patient. A different stent was used successfully. There was no clinically significant delay in the procedure. There was no patient involvement. No additional information was provided.